Manufacturer narrative:
The system is associated with product code pqf. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 that on (B)(6) 2016, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter has been received . It is still pending evaluation. A follow up reported will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test passed. A pairing test was performed and the test passed. The customer complaint could not be confirmed with transmitter testing. There is no shared data available for review. The reported event of a loss of connection was not confirmed. A root cause could not be determined.